Manufacturer narrative:
The tech found the foot brake casters are not holding and the bed will pop out of brake if the left foot brake pedal is applied. The brakes are not holding most likely due to wear and tear. Per the hill-rom service manual it is necessary for the excel care bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the casters annually for cuts and wear. Repair or replace as necessary. Set the brakes. Make sure the bed does ot move. Make sure the steering mechanism operates correctly. Repair or replace the brake and steer mechanism as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the foot brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brakes are not holding. The bed was located in the repair area at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).